Manufacturer narrative:
(B)(4). The insulin pump was received with missing segments and partial display with vertical/horizontal black lines due to cracked lcd glass. The pump was unable to perform the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests due to the damaged lcd glass. The pump was also received with a scratched case, and keypad overlay. There was also the missing retainer, pillowing to the keypad overlay, and minor scratches to the lcd window.

Event description:
Customer reported via phone call that the device had cosmetic damages. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.